Event description:
It was reported that the it3500 system had a tracking error. There was no pt involved and no injury was reported.

Manufacturer narrative:
A ge svc representative performed an on site investigation. The computer lost communication with the tracker. The tracker was replaced during the svc call. The system was tested and found to be working as intended and put back into service.